Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them. If either the meter or strips are returned, lifescan will eval it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay-user/pt contacted lifescan alleging that a one touch ultrasmart meter had read inaccurately high. The pt tests his blood glucose 6-8 times a day. He tests when he wakes up in the morning, at meal times, and before bed. The pt takes 12 units of lantus every day at bedtime. He also takes sliding-scale insulin (unk type) 3 times a day based on his pre-meal blood glucose readings. The pt takes 8 units of the sliding-scale insulin for pre-meal meter results greater than 150 mg/dl. In 2007, the pt ate dinner as usual and got a bedtime meter reading of "142 mg/dl". The pt took his lantus insulin as prescribed before going to bed. The next morning, the pt woke up around 10:00 am, and got a meter reading of about "490 mg/dl' which he stated was abnormally high for him. His normal morning blood glucose levels are around "120-135 mg/dl." Since his blood glucose was extremely high, the pt decided not to eat a normal daily breakfast. He also did not take any sliding-scale insulin since he did not trust the meter reading and he was about to drive to a store to pick up some glasses. He was too afraid to take insulin prior to driving and since he had also not eaten breakfast. Around 11:00 am that same day while driving home from the store, the pt was involved in a car accident. The paramedics tested his blood glucose with an unidentified device and a result of "less than 33 mg/dl" was obtained. The pt was treated with 2 tubes of glucose. The pt denied having any signs or symptoms of low/high blood glucose during the time of concern. While the paramedics were driving the pt to an ER they tested his blood glucose again and got a result of "33 mg/dl". In the ER the pt was given IV glucose until his blood glucose reached "175-179 mg/dl". The ER also checked the pt with x-rays and CT scans. The pt was not hospitalized. The pt was using a correct technique for testing with the reported meter. The pt was obtaining blood samples from his fingers and was cleaning the puncture sites correctly. He did not have control solution to perform a quality control test. The meter, test strips and control solution were replaced. This complaint is being reported due to the following conclusion: the pt alleged that he had gotten an inaccurate high reading of around "490 mg/dl", did not eat breakfast or take insulin because of the meter reading, and then was found hypoglycemic an hour later. The pt rec'd medical treatment for low blood glucose from paramedics and in an ER.